Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that introducer needle fractured while in the body. The customer¿s blood glucose level 230 mg/dl at the time of the incident. Customer stated that the needle was bent. Sensor will not be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and a performed visual inspection and found sensor needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Checked introducer needle for burrs/hooks and dull needle tip defects and none where found. Introducer needle passed per specifications.